Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had back flow the following information was received by the initial reporter with the following: rcc received a complaint via email. Transducer set connected with alaris i.v. Pump set and to patient's right radial arterial access found to be compromised at junction with transducer body despite connections being tight. Writer had checked device and lines within previous 30 minutes, so this occurred shortly thereafter. Connections checked for tightness at 08:00 with a.m. Assessment and found to be sound and not requiring further tightening, line zeroed around this time and valve and stopper correctly closed afterward. The compromised connection allowed for backup of patient's blood into the line and with some leakage/waste outside of the of the set.

Manufacturer narrative:
MDR was submitted in error it is not a bd product.

Event description:
No additional information.